Manufacturer narrative:
Date of event, implant date: dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed the reported tissue damage, atrial fibrillation, mitral regurgitation (mr) and hypertension cannot be determined. Mr, tissue damage, atrial fibrillation and hypertension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances, as some patients were rehospitalized and some patients underwent an additional mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage and atrial fibrillation it was reported through a research article that 21 patients had to undergo a follow up mitraclip procedure within three years of undergoing an initial procedure. Of those 21 patients, the implanted mitraclip may have cause or contribute to hypertension, atrial fibrillation or mitral regurgitation and tissue damage. Details are listed in the attached article, titled ¿repeat mitraclip therapy for significant recurrent mitral regurgitation in high surgical risk patients.¿ no additional information was provided.

Manufacturer narrative:
H6: investigation conclusion code 4311 was removed.